Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose was 38 mg/dl on unknown date. The customer¿s blood glucose level was unknown at time of incident and current blood glucose 251 mg/dl. The customer had symptoms such as unconscious. The customer treated with d50. The customer was wearing the pump during the hospitalization. The customer declined troubleshooting for high and low blood glucose. The customer was advised to monitor issues and call back if there are any issues. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 38 mg/dl on (B)(6) 2018.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report had the incorrect information. The correct information has been provided in section b5 with this report.

Event description:
The customer reported via phone call that customer was dispatched from emergency medical services due to severe hypoglycemia on unknown date around 8;15 - 8.30 am. Customer¿s blood glucose level was 38 mg/dl at 8am. Customer also experienced low blood glucose level last night on (B)(6) 2018. Customer was treated by paramedics. Customer was unconscious, unsure if convulsing. Auto mode was active. Customer also mentioned about high blood glucose level.